Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set's tubing ruptured during patient use. The tubing ruptured as contrast was being injected into the lower y-site. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the septum of the middle y-site had been dislodged. The product package label was reviewed. The package label does not state that the product is approved for use with a power injector. The cause of the reported condition could not be determined.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.